Event description:
It was reported that the cartridge was leaking from an unknown location. Customer's blood glucose (bg) displayed "high" on the continuous glucose monitor. Elevated bg was addressed with a bolus via the pump and manual insulin injection. Reportedly, the customer declined to load a new cartridge and contacted the healthcare provider for additional assistance,

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.